Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 52.5ml/hr and 170ml tested in spec with upstream and downstream occlusion alarms functional both visually and audibly. Log review supports that the pump alarmed and performed as designed and intended. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follw up report will be submitted.

Event description:
As reported by user facility: it was stated the rn placed pump on space station and programmed chemotherapy infusion into pump at 1348, witnessed and verified by another rn. Rn checked on patient many times and the pump never once alarmed, on the screen it said it was running programmed. The pumps pre-alarm for infusion complete was alarming, pump read 23 minutes left until infusion complete and 27 mls to infuse. Rn looked at the buritrol and noticed it was completely full, the full volume of chemotherapy was still present, nothing infused even though pump said it was infusing. Nurse pulled another pump and began infusion later. No injury reported. No medical intervention provided. Patient did receive full therapeutic dose with the new pump infused.